Event description:
Philips received a complaint on the v60 ventilator indicating that the proximal disconnect alarm kept alarming. Issue found while in clinical use. No reports of patient/user harm or injury. The remote service engineer (rse) spoke to the customer who stated that the device kept alarming a pressure line alarm. The patient believed it was a proximal disconnect alarm. The customer, who was trained on the device, stated they will order the service kit because the customer did not have the tools and kits needed to test the device. The customer was provided with the service manual revision r. The customer informed the rse that they would speak to their manager regarding the repair of the device. The investigation is ongoing.

Manufacturer narrative:
H10: the device was tested and no problem was found. No replacement parts were required or ordered and no repair was needed. No further work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.